Event description:
It was reported that the device had an alarm for blockage. Patient had a purple ring around the subcutaneous site and upon site removal blood and fluid flowed out.

Manufacturer narrative:
Unique identifier (UDI), lot number, catalog number. Operator of device and if ind/preanda, give protocol # are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received: no additional information to share on the complaint. Additional information was requested; however, no further specific details on this incident were received. Item and lot numbers are unknown. No patient injury or adverse affects were reported.

Manufacturer narrative:
Additional information: b5 and h6 - health impact code h6 - evaluation codes: updated device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause was the downstream occlusion (dso) sensor. The reported issue could not be confirmed. No lot number was provided, therefore no device history report (DHR) could not be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation.